Manufacturer narrative:
Review of manufacturing records did not idetify any pre-existing anomaly or non conformity on involved batches that could have contributed to reported issue. However it was confirmed that the coupling of the lateralized connector was not allowed both with the tt augmented baseplate and eccentrical glenosphere used. Taking into account the nature of the issue and the fact that this kind of coupling has been re-confirmed in the both first and second revisions and is currently in situ, it is possible to exclude a contribution of the off-label choice. Review of complaint database did not highlight any further similar event for involved batch. Taking into account that no replacement of baseplate, it is reasonable to assume that bone fracture occurred on the humeral side, where the pre-existing lima humeral stem has been replaced with zimmerbiomet stem. From follow-up communication it was confirmed that patient followed proper rehab after previous surgery. No further information regarding patient clinical history, xray nor explanted components have been shared. Taking into account that: no deviation in the DHR has been identified. No further event has been reported for involved lot. Patient underwent surgery both for bone fracture and dislocation. Event occurred about 6 months after original surgery. It is reasonable to assume that the dislocation was a consequence of the fracture, that is most likely unrelated to the device itself and the surgical procedure otherwise it should have occurred previously. Based on the available pms data, the revision rate of smr glenosphere, belonging to the family product codes 1374/1376.09.xxx and 1374/1376.15.xxx, due to dislocation is around 0.09%, while for bone fractures is 0.01%. According to the investigation carried out, no corrective action is needed for this event. The manufacturer will continue monitoring the market in order to detect any similar event.

Event description:
Revision surgery was performed on (B)(6) 2026 due to shoulder bone fracture dislocation. Patient underwent primary surgery on (B)(6) 2025 when the following smr reverse assembly has been implanted: finned stem dia 21mm l80 (pn 1304.15.210, lot 2321035, sterilization 2300231). 140° reverse humeral body (pn 1351.15.011, lot 2523131, sterilization 2500178). Reverse liner +6mm (pn 1360.50.820, lot 24at5nv, sterilization 2500044). Glenoid peg tt small-r medium (pn 1375.14.652, lot 2523932, sterilization 2500204). Tt augmented 360 baseplate +2mm s-r dia 27mm (pn 1375.15.522, lot 2522742, sterilization 2500173). Connector lat+2mm small-r (pn 1364.15.312, lot 2432234, sterilization 2400270). Glenosphere eccentrical dia 36mm (pn 1376.09.031, lot 2519761, sterilization 2500147). On (B)(6) 2026 patient underwent revision surgery due to bone fracture and dislocation (hereby reported), and the surgeon replaced the pre-existing connector and glenosphere with a bigger and more lateralized assembly with: connector lat +4mm small-r (pn 1374.15.314, lot 2415709, sterilization 2400136). Glenosphere eccentrical dia 40 (pn 1376.09.041, lot 2522183, sterilization 2500159). While on the humeral side the entire assembly was replaced with zimmerbiomet stem. On (B)(6) 2026 a second revision surgery was performed due to dislocation (reported as MFR 3008021110-2026-00270), and the lima connector and glenosphere recently implanted were replaced with new ones. No information regarding the other manufacturer humeral components were provided. Patient is female, date of birth (B)(6) 1961. The event occurred in the united states.